Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that, the customer went to emergency room on an unknown date for high blood glucose and diabetic ketoacidosis .event was reported by andera from emergency room of headwater care center. Blood glucose reading was not mentioned. Troubleshooting was declined by patient. The insulin pump will not be returned for analysis.